Event description:
It was reported that the patient presented to office with painful left knee, x-rayed and scheduled for revision surgery. Revision with triathlon ts implant.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The cause of the event could not be determined because no root cause for the reported pain could be determined as no medical information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient presented to office with painful left knee, x-rayed and scheduled for revision surgery. Revision with triathlon ts implant.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-400, lot # ngj0d, description: triathlon prim tib baseplate - cemented. Cat # 5510-f-401, lot # 88ndk, description: triathlon cr fem comp #4 l-cem. At this time, it cannot be determined if this device may have caused or contributed to the patients¿ experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.